Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) lead pacing impedance measurement, measuring greater than 2000 ohms one day post implant procedure. Threshold measurements were tested and within range. There was no noise or stored events by the device. Subsequently, the patient underwent further diagnostic testing, including a chest x-ray and echocardiogram. These tests revealed the patient had a perforation which was attributing to the high impedance measurement. Ultimately, the patient underwent a lead revision procedure and the post procedure the impedance measurements were noted to be within normal limits. No additional adverse patient effects were reported.